Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed that the carbohydrate (carb) ratio was incorrect as the pump had not been recommending enough insulin to cover for the carbohydrates consumed. Reportedly, the customer had been overriding the recommended bolus and manually calculating the bolus amounts. Review of the customer's profile settings with tandem technical support showed that the 8 a.m. Car ratio settings was missing a decimal point. Reportedly, the customer had accidentally programmed the carb ratio as 1u:35g instead of 1u:3.5g. Tandem technical support confirmed that the setting was successfully adjusted and confirmed all the other profile settings were accurate. The customer's blood glucose (bg) level was 163 mg/dl, and confirmed there was no bg impact due to the reported event.